Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt mentioned that they had another ins for like six years, however the battery wouldn't stay charged so they were told that they needed a new ins, so they got an upgraded ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.